Event description:
It was reported that device diagnostics resulted in high impedance. The physician reported that the device was programmed off after observing the high impedance. X-rays were taken. The physician indicated that it is not known if any patient manipulation or trauma occurred that may have cause or contributed to the high impedance. The physician reported that the patient will be referred for surgery; however, no surgical intervention has been performed to date. Device programming history decoder identified that the high impedance change occurred on (B)(6) 2013 from 2,077 ohms to 12,133 ohms.

Event description:
Additional information was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted products have not been returned to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Date of event, corrected data: additional information indicates that the event is (B)(6) 2013.

Event description:
The explanted generator and lead were returned to the manufacturer for analysis. There were no performance or any other type of adverse conditions found with the pulse generator. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Review of the as-received internal device data showed that the last 25% change in the impedance value was on (B)(6) 2013, where the impedance value changed from a normal limits range to high lead impedance. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed and no discontinuities were identified. Based on the findings, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the reported high impedance. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.